Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that as soon as the demo transducer was initialized, a usacquisitionhw_31 error message was displayed. Reportedly, prior to the start of a transesophageal echocardiography (tee) study, the probe was connected to the left port. During the study, the probe showed poor image quality, especially when activating the color doppler mode. The color roi was placed on a large flow volume area (aortic valve); however, the user barely saw any color even after increasing the gain. A short time later, the system prompted a heating error. The probe was disconnected and the physician pulled it out of the patient. The probe was reconnected but the same error occurred. The probe was again disconnected and a complete shut down was performed. The system was rebooted and the probe was connected but the system prompted the error again. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned for evaluation. During visual inspection, a tip damage, articulation sleeve dent, articulation sleeve hole, and a rove crack due to bite mark were observed. The device was functionally tested and the engineers were able to reproduce the usacquisitionhw_31 error. The factory leakage test failed over the limit. Thus, the possible root cause of the error was determined to be customer misuse for tip and articulation sleeve damage. It is recommended that the customer handle transducers carefully. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information, update the initial reporter information, provide the date received by manufacturer.

Event description:
Additional information was received and it was reported that several minutes after the probe was inside the patient's esophagus was when the reported acquisition 31 error occured. The reported purpose of the transesophageal echocardiography (tee) study was to examine the patient's cardiac functionality. There was no patient adverse event reported. No additional information was provided.